Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. No issues were found with the device alarming "high pressure". The device was tested 3 times all 3 test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming high pressure. There was no reported adverse event.